Event description:
Patient reported infusion set leaking at the connection of the cannula and the hard plastic. He indicated that this issue occurred on 5 occasions. Patient stated that his blood glucose was elevated to 282 mg/dl on 11/19/06. He reported administering a bolus reducing his blood glucose level to 194 mg/dl. His recommended range is 80-120 mg/dl. Patient stated that he did not experience any symptoms associated with the elevated blood glucose level. The patient did not report assistance by a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.